Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Upon receipt, this device could not be telemetered.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. It was verified that the device had no output and no telemetry. Real time x-ray was performed and internal visual inspection of the hybrid noted a burnt plasma fuse. It was concluded that the damage to the device was a result of shocking into a shorted lead after explant and was considered to be induced in the field. No further issues were observed.

Manufacturer narrative:
The product was returned for analysis. This report will be updated upon completion of analysis.